Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When micropuncture wire guide was inserted it unraveled after first removal. A section of the device did not remain in the patient's body, no additional procedures were required ,and the patient did not experience any adverse effects related to the issue.